Event description:
It was reported that the patient expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. It was additionally reported that a second device, model #4400, was implanted. Refer to MFR #6000002-2009-09605. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.